Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the requested medical/surgical records and x-rays are not available; therefore, a thorough medical assessment cannot be rendered. The clinical root cause for the bacterial infection remains unknown. The patient impact beyond the reported infection and revision procedure itself cannot be determined. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after thr surgery performed five weeks before revision surgery, the patient experienced an infection ((B)(6)). The revision surgery was performed on (B)(6) 2021. The following devices were explanted from the patient: cpcs ss prim so 12/14 sz 3 ((B)(4)), tandem bipolar cocr 55od 28id ((B)(4)) and cocr 12/14 fem head 28 +0 ((B)(4)). New devices were implanted. The patient outcome is unknown.